Event description:
It was reported that the device reached elective replacement indicator (eri) and premature battery depletion was reported. The device was explanted and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 1056t, competitor implantable pacing lead, (B)(6) 2006; a 1680tc, competitor implantable pacing lead, (b)64) 2006. (B)(4).